Manufacturer narrative:
Product is not available for evaluation by manufacturer. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: pt underwent robotic internal mammary takedown. The da vinci balloon port was placed in the pt's right anterior chest wall to facilitate port to introduce robotic instrumentation. After successful completion of harvest, port was removed. At this point, request was made to the anesthesiologist to inflate the lung. The bedside md assistant placed his finger in the incision site where the port was to feel the lung inflation and he noted a hard object with the chest wall. He retrieved the object and the tip of the da vinci balloon port (approx 1/2 inch). When the balloon port was inspected by the surgical team it was then noted that a circumferential 1/2 inch length of the port broke off. Both edges were examined and a "clean break" was noted with no rough edges. The current condition of pt is listed as ok, but is still under observation. No pt injury reported.